Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced weakness, sweating, trembling, and malaise, and his wife (who is a nurse) administered an intramuscular injection of glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor plug was properly seated in the sensor mount. Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. . Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced weakness, sweating, trembling, and malaise, and his wife (who is a nurse) administered an intramuscular injection of glucagon. There was no report of death or permanent impairment associated with this event.